Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-09769. It was reported that noise resulting in oversensing and several auto mode switching (ams) was observed on the atrial lead. The patient was admitted for a revision. The noise could not be reproduced during the procedure. The atrial lead was explanted and replaced. The ventricular lead was explanted and replaced as well, primarily due to the high pacing threshold that was observed in clinic and due to MRI compatibility. The procedure was uncomplicated, the patient was asymptomatic before during, and after the procedure and discharged the same day.

Manufacturer narrative:
The reported event was not confirmed. A partial lead was returned in two pieces. The connector piece (a) measured 7.0 cm and the distal piece (b) measured 40.6 cm / 44.9 cm (outer insulation & outer coil / inner coil). The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.